Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 126-181 mg/dl. Reportedly, the customer change the infusion set and cartridge prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a cause.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.